Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. The insulin pump has cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and minor scratched display window.

Event description:
It was reported the insulin pump alarmed button error. Customer's mother does not know customer's blood glucose level. Customer's mother was unable to clear the alarm. The buttons on the device were not responding. No further information reported.